Event description:
During preparation of the balloon, while performing balloon inflation test, it was reported the catheter shaft inflated. Device was not used in the pt.

Manufacturer narrative:
The balloon catheter has been returned and at approx 6 cm from the distal tip, the catheter shaft was found to have been inflated and burst.